Event description:
Procedure: gastrectomy. According to the reporter: ten days after surgery, the pt had fever. Leakage was with CT. There was no poor staple formation and no problems noted during the initial surgery. The pt was treated with a thoracostomy tube. The current pt status is ok.

Manufacturer narrative:
Initial report sent to FDA on 3/9/2009.